Event description:
Complainant alleged that while treating a pt in cardiac arrest, the device gave a "unit failed" prompt. The medics continued to administer CPR. The medical director arrived and attached his device to the pt, however, the pt's heart rhythm was asystole. Complainant indicated that the pt subsequently expired.